Event description:
The customer reported that the iris had a cut in the image. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep calibrated the iris. The system operates as intended.